Event description:
Patient says that out of the same box of humalog kwikpen, one of the pens is cloudy, and yellow and one of the pens jams up. Patient said that when she dials the pen, it will not release to give her the injection.